Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. The insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. The customer did a rewind and would not let her go back. She also stated the insulin pump was alarming battery out limit alarms and alarm would recur after multiple battery changed. No significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.